Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the lcsc5, used with a luke handpiece, locked out during procedure. The surgeon pulled another instrument to complete the case. There was no consequence to the pt.